Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip separation occurred. The target lesion was located in the common bile duct. A 035/145 amplatz super stiff guide wire was advanced to the target lesion. However, it was noted that several centimeters of the floppy outer braided part of the device was separated from the core wire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device has the distal end broken and unraveled, the distal tip and the ballwell were returned. Also it has the distal tip kinked. The outer diameter measurements that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip separation occurred. The target lesion was located in the common bile duct. A 035/145 amplatz super stiff&#10247;uide wire was advanced to the target lesion. However, it was noted that several centimeters of the floppy outer braided part of the device was separated from the core wire. The procedure was completed with another of the same device. No patient complications were reported.